Event description:
It was reported to boston scientific corporation on july 14, 2008 that a polyflex esophageal stent was placed in 2008, (female patient; weight unknown) according to the complainant, the device was placed in the third portion of the esophagus. "Five days later (2008), during an endoscopy evaluation, the physician made a movement to accommodate the prothesis which was not in the original position and noted the polyflex stent had migrated towards the stomach." The stent was removed with forceps. No patient complications were reported as a result of event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The suspect device has not been received for evaluation; therefore, the cause of the reported event is undetermined.